Event description:
Baxter received a report from a baxter technician stating the bed would run up unintentionally. The bed was located at the account. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The baxter technician recommended to the customer that one of the bed up switches may be stuck or a possible problem related to the coiled cable. Per the hillrom user manual: to install the pendant into the side rail 1. Position the pendant next to the opening in the intermediate side rail or head-end side rail, depending on the cable length. 2. Insert the top edge of the pendant into the side rail so it engages the upper section of the side rail. 3. Rotate the lower edge of the pendant in until it clicks into position inside the side rail. Per the hillrom service manual, perform annual preventive maintenance procedures to make sure all versacare bed components are functioning as originally designed. Head section motor: examine the motor for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the head section. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Replace in the event of a malfunction. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. As no serial number was provided for this bed, a search of the baxter maintenance records for any baxter performed preventative maintenance on this bed was unable to be completed. It is unknown if the facility performs preventative maintenance on their beds. Baxter technical support contacted the account three times trying to obtain the resolution for this event as well as the serial number(s) of the device(s). No response has been received from the account. Based on this information, no further action is required. If any additional information is received, the record will be reassessed and multiple reports will be filed as required.